Manufacturer narrative:
The velocity delivery microcatheter (velocity) was fractured approximately 64.0 cm from the proximal hub and kinked approximately 70.0 and 139.0 cm from the hub. Evaluation of the returned device confirmed that the velocity was fractured and kinked along its length. This type of damage likely occurred due to forceful manipulation of the catheter during preparation for use or removal from packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the radiology technician assistant (rta) noticed that the velocity delivery microcatheter (velocity) was broken prior to flushing it. The damaged velocity was found prior to use and therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.